Event description:
It was reported that the customer was hospitalized for marshall a week prior to the phone call. The customer's blood glucose at the time of the hospitalization was 28 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The caller stated that every time the customer is wearing the one touch ultra link they get alerts stating check blood glucose and check site. Assistance was provided and the alerts were explained. Also assistance was provided to place the insulin pump on vibrate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.